Event description:
Consumer complaint of low blood results. Verified the test strips are within the expiration date (08/28/2017). Caller stated her expected range is 140 mg/dl-160 mg/dl. Caller also stated that she has lows in the 50's. Reviewed the results in memory: (date is correct, time is wrong). (B)(6) 2015 1:20 am 168. (B)(6) 2015 07:56 am 116. (B)(6) 2015 07:55 am lo. (B)(6) 2015 07:54 am lo. (B)(6) 2015 07:53 am lo. Customer states they feels fine and does not require medical attention. Customer confirms that she performs blood tests when fasting. Ran back to back blood test, lo, 163 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with foreign material on the strip connector.